Event description:
The source originally reported that the pump would not infuse and biomed could not duplicate. Add'l info received by the MFR after the pump had been analyzed and serviced: the pump was originally programmed to deliver 24cc of cisplatin over 24 hrs in the v/t mode using a 30cc syringe. The pt was also receiving bcnu at a rate of 28cc over 5 minutes in the vt/t mode usinga 30cc syringe every six hr. The cisplatin infusion was stopped during the bcnu infusion and the same pump was used. When the cisplatin was restarted the pump would be reprogrammed for the remaining volume for the 24 hr period. The day shift nurse noticed that the cisplatin syringe had more fluid in it than is should have. The clinicians feel that the bcnu backflowed into the cisplatin syringe that was attached with tubing that had not been clamped off. They do not feel that the pump malfunctioned.